Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9453608. As the sample is not available, we cannot go further in the documentary investigation which revealed no problems during production. Checking the quality databases revealed this type of defect is known and closely monitored a risk management file evaluation was performed which showed that risks are adequately controlled and reduced as far as possible. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the balloon burst.